Event description:
A patient's tonque was burned and became "white and raw" after contact with a handpiece. After removing the handpiece from the pt's mouth, the dr reported it to be "blistering hot." No medical or surgical intervention was required to treat the burn.